Manufacturer narrative:
The ventilator was investigated by our field service engineer. The ventilator failed pressure transducer test during pre-use check and several technical error codes was noted in provided logs. The unit was opened, and saline/foreign matter was noted on several pc boards. The foreign matter intrusion had caused all the errors to appear due to the pc boards were affected. All affected pc boards and the air gas module was replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. The replaced parts were not returned for investigation.there is no information on how the liquid spill entered the ventilator.

Event description:
It was reported that the ventilator generated a technical error code indicating disabled valves. There was no patient harm. Manufacturer¿s ref #: (B)(4).